Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 318 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.